Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to helix anomaly. As the helix was repeatedly extended and retracted multiple times. The helix then gradually became difficult to move and eventually could no longer be retracted. Upon visual inspection of the tip outside the body, a tissue was entangled around the helix which caused the tip to bend slightly. This rv lead was replaced with the same model, not implanted and will be returned for analysis. No adverse patient effects were reported.